Event description:
The customer reported that after a repair, the device experienced a hang in opcheck and would not power off. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.